Event description:
It was reported that during ptca/stent procedure in a mid left anterior descending lesion, the stent migrated distally during deployment. The stent was placed for primary deployment, contrary to IFU, and the balloon was inflated and deflated without fluoroscopy. Subsequent fluoroscopy revealed that the stent was deployed distal to the target lesion. A second tristar was deployed proximal to the first one to cover the lesion.